Event description:
It was stated that the customer was hospitalized for high blood glucose levels. No blood glucose reading was reported. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis, and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.